Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial # (B)(4) implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot (B)(4), ubd: 23-jan-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving "0.9" saline at "0.048" via an implantable pump for non-malignant pain. It was reported that there was swelling at the pump pocket site and at the spinal incision. It was stated possible cerebrospinal fluid (csf) leak vs. Infection. The patient had been continuing to work and climb under cars and work on vehicles, which may have led or contributed to the issue. No diagnostics or troubleshooting was performed. The site was drained with needle and the hcp placed purse string ties around the pump tubing to attempt to stop the csf leak. The issue was resolved and the patient's status was noted to be "alive - no injury". No further issues were reported or anticipated.